Event description:
Allegedly, during a thoracoscopic mini maze procedure, the light cord fractured at the rubber seam (near connector end); it came into contact with the surgeon's gown and burned a hole in his sleeve. There was no injury to the surgeon or pt. They brought in another light cord and procedure was completed with no pt impact.

Manufacturer narrative:
The light cable was evaluated. It has a manufacture date of september 2010 and has been in use for approx 3 years. We visually inspected cable and found the monocoil is pulled back approx 2 inches from the "nipple" under the sheathing at the scope connection end of the cable. We cut open the sheathing to examine the damages and found all of the glass fibers were severed approx 2 inches from the "nipple" at the scope connection end. There are numerous nicks on the collar at the scope connection end. The sheathing is tacky to the touch and has a very distinct and abnormal odor; there was blue residue found under the strain relief.